Event description:
It was reported that the liner impactor threads were cross threaded and it caused g7 impactors to become damaged. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 110017403, item name g7 freedom ball impactor 32mm, lot zb160801 010002726, item name g7 36mm ball impactor, lot # zb160901. The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h6 h11 visual examination of the returned product identified both of the returned ball impactors have damage to the threads and indentations to the od of the device. The inserter showed damage to the strike plate, rubber handle, junction location, and shaft. The inserter threads show visible damage. Due to the thread damage no further analysis was performed. It is unknown whether fragments of the device were generated/retrieved. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.